Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
A (B)(6) male was enrolled in the (B)(6) study. Patient condition at enrollment was comatose after cardiac arrest found in ventricular fibrillation. Zoll quattro catheter was inserted on (B)(6) 2015@ 15:54h in the right femoral vein. The patient experienced adverse event: excessive bleeding, which occurred on (B)(6) 2015@ 1656h during hypothermia and was intermittent. Per the investigation, the patient's excessive bleeding at the right groin was secondary to integrilin. Integrilin stopped, femstop/compression applied at the site. Outcome was resolved without sequelae on (B)(6) 2015@ 17:39h. Event reported as not serious by investigator, not related to device or procedure, was not related to the patient's clinical condition, was not related to treatment, and was anticipated. The investigator reported event as not related to study device malfunctions. Cooling initiated on (B)(6) 2015 @ 18:30h. Rewarming initiated on (B)(6) 2015@ 19:00h. Normothermia was achieved on (B)(6) 2015@ 03:00h. The patient experienced adverse event: infection-other urinary tract infection, which occurred on (B)(6) 2015@ 15:21 after normothermia was achieved and was not intermittent. Outcome was ongoing at the time of death on (B)(6) 2015. Catheter was removed on (B)(6) 2015@08:20h. Event reported as not serious by investigator, not related to device or procedure, was related to the patient's clinical condition, was not related to treatment and was not anticipated. The patient received administration of, or change to medications and prolonged hospitalization. The investigator reported the urinary tract infection as not related to study device malfunctions. Per the investigation, mae category infection. The event was ongoing at the time of death.